Event description:
Boston scientific received information that this patient developed a pocket infection. The decision was made to surgically abandon this right atrial (ra) lead. There were no additional adverse patient effects.

Manufacturer narrative:
This ra lead will not be returned to boston scientif for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.